Manufacturer narrative:
Device investigation summary ¿ one (1) broken screw was received. The breakage was between the head and shank of the screw. Also some marks from pliers were visible at the shank, from removal. As the exact part number and lot numbers were unknown, it was not possible to check the manufacturing and raw material documents. With having limited complaint information, the exact cause of the issue is unknown; however it is likely that during removal an application error may have taken place. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Potential part numbers provided; it is unknown which was the complained screw. Part: 04.503.640.01c (2.4mm ti matrixmandible locking screw slf-tpng 10mm) or 04.503.644.01c (2.4mm ti matrixmandible locking screw slf-tpng 14mm) (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that matrix mandible locking screw broke during the removal of the plate. The broken pieces were able to be removed from the patient. This caused a delay of up to sixty (60) minutes surgery time. There was no harm to patient; the patient condition was reported as good. This is report 1 of 1 for (B)(4).